Manufacturer narrative:
Patient weight is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a malfunctioning ra lead, an injury occurred. Reportedly, the pocket was opened, the device was removed, and the leads were prepared for extraction. A 16f glidelight laser sheath was utilized to remove the ra lead without clinical consequence, no signs of effusion or cardiac tamponade were present initially. A pressure drop was identified and after several minutes of attempted medical stabilization, and the surgeon then decided to perform a sternotomy. A 3 cm tear was found at the ra/svc junction and was repaired. The patient outcome was good.